Event description:
Swelling [swelling of r knee] . Pain [aching (r) knee]. Knee was aspirated [effusion (r) knee]. Case narrative: the case is cross-linked to (B)(4) (multiple devices for same patient). Initial information received on 25-oct-2019 from united states regarding an unsolicited valid serious case received from a healthcare professional. This case involves a 61 years old female patient who after unknown latency experienced pain, swelling and the knee was aspirated, while she used medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route once at a dose of 6 ml (lot - 9rsl009, expiration- 31-mar-2022) used for knee pain in right knee. On an unknown date in oct-2019, after unknown latency, patient complained of pain and swelling. Patient was brought back into office and the knee was aspirated and cortisone put in it (seriousness criteria- intervention required). On (B)(6) 2019, patient was doing better. Action taken: not applicable for all events corrective treatment: cortisone for pain and swelling; aspiration and cortisone for the knee was aspirated. Outcome: recovering for all events. A product technical complaint was initiated on (B)(6) 2019 for synvisc one. Batch number: 9rsl009 global ptc number:(B)(4). The production and quality control documentation for lot 9rsl009 expiration date (2022-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 9rsl009 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2019, there were 2 complaints on file for lot # 9rsl009 and all related sub-lots: 2 complaints were on file for lot# 9rsl009: (2) adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA is required final investigation complete date: (B)(6) 2019 additional information received on 08-nov-2019 from other healthcare professional. Investigation summary received and ptc results added.

Event description:
Swelling [swelling of r knee]. Pain [aching (r) knee]. Knee was aspirated [effusion (r) knee]. Case narrative: the case is cross-linked to (B)(6) (cluster); (B)(6) (multiple devices for same patient). Initial information received on 25-oct-2019 from united states regarding an unsolicited valid serious case received from a healthcare professional. This case involves a (B)(6) years old female patient who after unknown latency experienced pain, swelling and the knee was aspirated, while she used medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route once at a dose of 6 ml (lot - 9rsl009, expiration- 31-mar-2022) used for knee pain in right knee. On an unknown date in (B)(6) 2019, after unknown latency, patient complained of pain and swelling. Patient was brought back into office and the knee was aspirated and cortisone put in it (seriousness criteria- intervention required). On (B)(6) 2019, patient was doing better. Action taken: not applicable for all events corrective treatment: cortisone for pain and swelling; aspiration and cortisone for the knee was aspirated. Outcome: recovering for all events. The product technical complaint (ptc) was initiated and the results were pending for same.